Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary diagnosis procedure was performed when the incident happened. The procedure completed by restart of the system. The philips field service engineer (fse) analyzed the system onsite and confirmed that exposure was not functioning. After reviewing the log file fse found that there is a malfunction on image processing. The fse cleaning and refixing the dimm in the memory slots. After repaired was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-ray exposure was not functioning. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and cleaned and fixed the dimm (dual in line memory module) in the memory slots. The system is returned to use in good working order.